Event description:
It was reported that during an intraocular lens (iol) implant procedure, the doctor tried to insert the lens but noticed the capsular bag was unstable due to weak zonules of the patient anatomy. The doctor removed the lens from interfacing of the patient and the lens was never fully inserted. The incision did not have to be enlarged but the doctor did perform a limited vitrectomy as a precautionary measure. The reporter indicated this secondary procedure was not really necessary as no vitreous was leaking. There was no actual complaint on this lens, the doctor was able to successfully implant an anterior chamber lens without any further complications and the patient is currently doing fine.

Manufacturer narrative:
The returned sample was inspected with a microscope at 10x magnification. Visual inspection revealed surface residuals (fibers, particles and stains) on the lens surface. Surface residuals were compatible with handling the lens out of sterile environment. No other unacceptable cosmetic defect could be identified in the lens received. All pertinent information available to abbott medical optics inc has been submitted.

Manufacturer narrative:
All pertinent information has been provided.